Event description:
Healthcare professional reported, left side "rupture". Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, an opening. The device was underweight. A microscopic analysis was performed which identify, sharp edge. And with non-penetrating nicks assessed, as surgical impact opening. A dimension measurement in the shell was performed which identify, the thickness within specification. Based on the device analysis, the final assessment is: a sharp edge opening with non-penetrating nicks, due to surgical impact and non penetrating nicks.

Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side "rupture". Device has been explanted.